Event description:
The da vinci large needle driver cable broke during the procedure. The device was removed from the patient and the sterile field. There was no evidence of patient injury. This is a multi-use item, and it was the first time this device had been used.====================== manufacturer response ======================the device was given to the business office to contact the rep and have the device replaced.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure. A secondary issue was also noted as data corruption. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultramini meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6), 2010 at 1:00 pm the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. At an unspecified time afterwards on that day, the patient experienced the symptoms of dizziness, shaking and sweating. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's test strips were correct and the battery did not need to be replaced. The issue was not resolved. The meter, test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue. Therefore this complaint is being reported.